Event description:
It was reported a simultaneous deployment of t1 and t2. No patient injury reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessments of the device showed no ts or suture remain on the delivery needle. The construct was returned and t1 is missing. The suture has been cut proximal to t1. T2 shows no abnormalities. The actuator is in its post t2 deployment position indicating a complete deployment. The delivery needle is bent. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.

Event description:
It was reported a simultaneous deployment of t1 and t2. A backup device was available to complete the procedure with no significant delay or patient injuries.